Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va13kdl, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that during their replacement surgery, they were woken up and told that the lead needed to be replaced as it was discovered to be broken. No further patient complications were reported; the patient stated that therapy is working great and they have a wonderful doctor.